Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 4 years and 9 months. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received.

Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, a copy of the patient's operative report was received. According to the operative report, the patient presented with severe mitral valve stenosis and therefore, was referred for mitral valve replacement. The prosthetic tissue leaflets were rigid and calcified, consistent with a preoperative diagnosis of severe mitral stenosis. The valve was replaced with another edwards bioprosthetic valve. She was separated from bypass without any problems and with low-dose inotropic support. The device history record (DHR) review was completed and there was no nonconformance found related to this event. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record (DHR) is currently in process.